Event description:
It was reported that the left ventricular (lv) lead and the right atrial (ra) lead were dislodged from their implant positions. The lv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition.